Manufacturer narrative:
On (B)(6) 2016, the field service engineer (fse) was dispatched to the customer facility to address the reported event. The fse cleaned the incubator out and ran cup transfer tests and noticed the pick up arm was moving a step before picking up cups from the incubator assembly. The fse adjusted line #34 to match number #3 on parameter settings to correct issue. After the service, the aia-600-2 bcr was working as intended. No further action required by fse. Most likely cause for this event was wrong setting on system parameters; the cup transfer settings needed adjustment. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016, a customer reported pickup failures, clunking sounds and being unable to run with their aia-600-2 bcr. The customer was unable to run beta-hcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.